Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the laser worked only intermittently and that one of the laser ports did not work during a vitrectomy. Balanced salt solution (bss) was leaking in the system. The procedure was completed with no harm to the patient.

Manufacturer narrative:
The system was examined. The company repetitive noted ¿traces of dried balanced salt solution (bss) on the laser module and corrosion on the metal surface.¿ the reported ¿intermittent operation due to bss leaking¿ was confirmed. The radio frequency identification (rfid) circuit board was replaced to resolve the issue, without improvement. As such, the core module (cm) was replaced to resolve the issue. However, the cm part which was installed into the console was determined to have been non-conforming and the company representative ordered a replacement to install. Once the part arrived the second visit was required to install and replaced the non-conforming cm into the console. The system was tested and was then found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 11, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported system message can be attributed to bss ingress. (B)(4).